Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump experienced failure with high acuity patient. It was reported that the pump exhibited biomed code, in history. Reported that update occurred and clear history, and the pump was charged and performed pm, but no issues found. No reported adverse effects.